Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies. The helix was extended, stretched, and had tissue entwined. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported failure to capture observed during the implant procedure.

Event description:
It was reported that this was one of two leads attempted to be positioned for conduction site pacing (csp). Initially the lead appeared to be positioned at the his bundle. However, unipolar and bipolar testing was performed and even with outputs at 4.5v, capture could not be achieved in bipolar. The lead was attempted to be removed, but the helix could not be retracted even after more than 30 turns of the fixation tool. The lead was able to be removed form the patient by rotating the lead body itself. Once outside the patient's body, additional rotations were necessary to fully retract the helix. The second lead exhibited the same observations and finally a third lead was implanted successfully. No adverse patient effects were reported. The attempted leads were expected to be returned for analysis.

Event description:
It was reported that this was one of two leads attempted to be positioned for conduction site pacing (csp). Initially the lead appeared to be positioned at the his bundle. However, unipolar and bipolar testing was performed and even with outputs at 4.5v, capture could not be achieved in bipolar. The lead was attempted to be removed, but the helix could not be retracted even after more than 30 turns of the fixation tool. The lead was able to be removed form the patient by rotating the lead body itself. Once outside the patient's body, additional rotations were necessary to fully retract the helix. The second lead exhibited the same observations and finally a third lead was implanted successfully. No adverse patient effects were reported. The attempted leads were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.